Manufacturer narrative:
A4-a6:unk . H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -12.5/3.5/091 was implanted into the patient's eye. An attempted replacement lens became damaged during loading. It is possible that this lens needed to be replaced for an unknown reason.

Manufacturer narrative:
After further investigation, it was discovered to have no issue with lens. Originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim#: (B)(4).